Event description:
Philips imaging equipment digital image processor not storing images. Biomed called. Could not store a fluro run or cine run. Patient not harmed. Angiogram unable to be performed. Patient taken off table and case done later. Manufacturer response for cardiac cath lab - fluoroscopy machine, allura xper fd 20 (per site reporter). Confirmed that it was a bad ippc (industrial panel pc).